Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were getting the upper limit screen. The patient had changed out the batteries. They had gone to check their settings and noticed their settings were set to 0.0 and they could not increase. At one point the patient had received a poor communication screen however the next time they connected they were able to do so. The patient programmer was indicating that the (B)(4) batteries were low however they just received it the (B)(6) prior to the day of the report. The patient confirmed that they saw the stimulation on icon and was going to follow up with their healthcare provider. The patient also noted that they were not receiving therapeutic improvement.

Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from patient indicated that their implantable neurostimulator (ins) had been off since implant. The patient went to the healthcare provider's (hcp) office on (B)(6) 2016, and the hcp mentioned this to the patient. The hcp helped the patient turn the ins on and set the stimulation to 1.4v. It was indicated that the hcp had no explanation to how the ins was turned off. The patient mentioned that the hcp directed them to increase stimulation if 1.4v was not helping. It was noted that since the ins was turned on, it has not helped with their symptoms. They stated that they still go to the bathroom as much as before, and has had many accidents. They indicated that nothing had changed. The patient increased stimulation to 1.6v two days prior to the report, but there was "no change, no difference." They were wondering if they could increase the stimulation higher. The patient indicated that they would increase stimulation, monitor the symptoms, and call back if they needed further help. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.